Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized on (B)(6) 2014 for peritonitis due to touch contamination. The pt grew out staphylococcus and was treated with vancomycin. She recovered and was discharged to rehabilitation for unrelated back pain, on (B)(6) 2014. Discharge summary requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.